Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device jaw broke, but did not fall into pt. The cam mechanism broke and the jaw scissored on the second firing. Pulled two more device and both devices had problems feeding the clips after the first firing. There was no pt consequence. No cholangiography was performed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.